Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the clinical usage of the device at the time of the event was unknown (intermittent issue), but it was confirmed that there was no patient or user harm. A philips remote service engineer (rse) connected remotely to confirm the reported issue. The customer claimed that the collimator is sometimes unavailable, resulting in the shutters unavailable error message, and that to solve the issue, the user must restart the system each time. The log file analysis of the event confirmed the collimator errors and warnings (collimatordriver linear x shutter area is not available), and the rse recommended replacing the collimator as a permanent solution. Nevertheless, the cold system restart resolved the issue, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommend using a system restart if there is a system failure. The azurion IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. The issue can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the shutters were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.